Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a recurrent dislocation in their hip. Records indicate metallosis around the cerclage wires was found. Upon revision the patient's femoral stem was also exchanged. Update (B)(4) 2013- ppd and medical records. Received. This complaint is now legal. After review of the medical records for MDR reportability, the patient was revised for dislocation, malpositioned stem, metallosis along the cerclage wires (which were removed) and sleeve, and subluxation. During the doi (B)(6) 2008, during reduction with the trails, a calcar fracture occurred. An unknown stem trial is being added to the complaint. The lot number given for the femoral head is invalid. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the 2471647 2435384 lot codes identified other reports against the insert and none against the sleeve. Per procedure, this device is exempt from device history record review. Review of the device history records and/or a complaint database search was not possible against the remaining reported devices as the product and lot codes required were not provided. Medical records were received and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.